Event description:
During the procedure, the physician used a wilson-cook tracer metro wire guide. A portion of the wire guide coating detached near the distal end of the device. At physician's discretion, no attempt was made to retrieve the detached coating. No injury to the pt was reported.